Event description:
Baxter product surveillance was contacted by a home patient's nurse regarding a minicap that fell off a transfer set. The minicap fell off in 2006 (date unk). There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.